Event description:
It was reported patient underwent a total hip arthroplasty in 1997. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under late postoperative complications can include, number 8 states, "wear or deformation of the articular surfaces may occur as a result of excessive loading." The following sections could not be completed with the limited information provided. Date implanted - 1997.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.